Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 10mm amplatzer septal occluder was selected for implant using a 9f amplatzer torqvue delivery system. The occluder was washed and prepped with no reported issues and then delivered to the left atrium. Upon deployment, the occluder deformed into a cobra-shape. There were no interactions with atrial structures during deployment and no angulation or kink was observed with the delivery system. The device was exchanged for a new 11mm amplatzer septal occluder, which was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use (IFU) the recommended size delivery system for use with a 10mm amplatzer septal occluder is a 6f.

Event description:
N/a